Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation. The implantable cardiac monitor (ICD) was in back up mode. The ICD was restored and the patient was stable.